Manufacturer narrative:
This is being filed as an unconfirmed eye infection. Method - no examination of device were provided which could indicate if the device caused or contributed to the incident. Results - there is no direct causal relationship established between the medical device and the incident. Conclusion - no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the add'l info.

Event description:
The pt called and left a voice mail that she had an eye infection. Several attempts to follow up with the pt for more info were made with no reply to date. This is being filed as an unconfirmed eye infection.